Event description:
Additional information was received and reported that the deaths were not related to any medtronic products.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. An email was sent to the author requesting additional information, with no reply as of yet. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not known and is estimated based on the article publication date. Referenced article: left ventricular ejection fraction overcrossing 35% after one year of cardiac resynchronization therapy predicts long term survival and freedom from sudden cardiac death: single center observational experience. International journal of cardiology. 2014;172(1):64-71. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A journal article was reviewed which contained information regarding this device. Multiple patient deaths were reported without an exact cause noted. The types of deaths were reported as cardiovascular, sudden and non-sudden as well as non-cardiac deaths. The causes of death have been requested and not received.